Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage, catheter difficulty withdrawing, and stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 12 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was lifted up before it crossed the lesion. The physician attempted to remove the stent, but the stent became stuck in the rca and could not be advanced nor withdrawn. The stent dislodged and remained in the rca and the procedure was completed with another bsc stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus premier mr, ous, 4.0x12mm stent delivery system was returned. The stent was dislodged in place by the physician during the procedure therefore it was not returned for analysis. The stent outer diameter is measured and verified against specification for the product prior to packaging and shipping. The maximum stent profile of the complaint device at the time of manufacture was within maximum crimped stent profile measurement prior to shipping. On review of the batch details (at the time of manufacture) against the specification requirements are met for the stent crimp force & the crimp temperature. The balloon cones were reviewed and no issues were noted. Balloon wings were in a relaxed position and had been subjected to positive pressure. There was evidence of hardened contrast medium inside the balloon body. A visual and tactile examination found several hypotube along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft/corewire kink 95mm distal of the midshaft/hypotube bond. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage, catheter difficulty withdrawing, and stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 12 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was lifted up before it crossed the lesion. The physician attempted to remove the stent, but the stent became stuck in the rca and could not be advanced nor withdrawn. The stent dislodged and remained in the rca and the procedure was completed with another bsc stent. No further patient complications were reported and the patient's status was stable.